Event description:
Device was returned to a reported overinfusion of heparin. Incident occurred in 2008. The pump was set to deliver 10.8ml/hr; however, the entire 250cc bag was delivered over an hour. No pt injury was reported. The pt was a male. The set has been disposed of.

Manufacturer narrative:
Device eval results: the reported overinfusion could no be duplicated. Svc standard inspection and 24-hour testing found no faults or issues with the pump. A review of the device's operation log revealed that the rate and volume reported was set to be infused from the piggyback bag, but the user actually pressed primary, so that the infusion was run from the primary bag.